Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause could not be identified. The investigation determined that, based on the available information, the likely cause of the reported event was the light guide detection switch of the output connector temporarily stuck, possibly due to deterioration or due to the adherence of wet or foreign matter. As stated in the instructions for use, as a preventive measure, "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.".

Manufacturer narrative:
This follow up report is being drafted to include the following sections d8, e1, h4, h10. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report that the front panel lights were flashing and the plastic tab inside the 1 connector spring was possibly broken. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.